Event description:
It was reported that the table locks would intermittently not actuate or re-engage after the foot pedal was released. This caused unexpected bidirectional motion of the tabletop without resistance (free float). The system was newly installed at the site and was being used by ge applications for training when the free float was discovered. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) was dispatched to the site and found that the optical switch actuator was not centered in the optical sensor and would intermittently rest on top of the sensor causing the free-floating situation. The fe adjusted the optical switch actuator so the sensor would not interfere with its travel. The fe verified that the table locks were performing according to specifications.